Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the display was dim and discolored. The returned battery cap was stripped at the top. A test cap was used to complete investigation. Additionally, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump casing was cracked near the upper right corner of the display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and damage to the returned battery cap. This report is made based on results of investigation completed on (B)(6) 2015.